Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 570 mg/dl and the cause was not known. An insulin injection was administered to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.